Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the left cylinder was removed and replaced due to deflation issues. During the procedure it was identified that the inner fabric had ruptured leaving fluid trapped between the two layers and making it unable to deflate. No patient complications were reported.